Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.